Manufacturer narrative:
(B)(4). Patient medications include atorvastatin, clopidogrel, and losartan. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015, the patient was implanted with a gore¿xcluder¿aa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2016, computed tomography scan reportedly identified a proximal type I endoleak. The aneurysm reportedly measured 5.6 cm in diameter on this date (an increase of 0.2 cm from a previous measurement). According to the report, the patients infrarenal neck was moderately calcified; however, the cause of the type I endoleak is not known. On (B)(6) 2016, the patient was implanted with an excluder¿ortic extender component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.